Manufacturer narrative:
The reported event of stylet insertion failure was confirmed. The entire lead was returned and various tests were conducted. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during procedure, the stylet could not be inserted all the way to the tip of the rv lead because the lead was tight. A replacement rv lead was used. There were no patient consequences.